Event description:
The report received from the field indicated that during an interventional endovascular procedure for trapease inferior vena cava filter (ivc filter), the patient's vena cava was perforated. The patient was treated surgically for removal of the trapease filter/vena cava repair. During surgery, an additional trapease filter was opened as the surgeon was not familiar with the product and needed to see how to remove the filter from the vessel wall.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.